Event description:
It was reported that during a laparoscopic cholecystectomy, the clips from the device were not forming and were falling off the vessels. It is not known if there was a pt consequence.